Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported error could be confirmed. The clamp encoder was replaced. The unit was cleaned and disinfected. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on findings, the most likely root cause is a defective clamp encoder leading to faulty communication between the encoder board and the ribbon cable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. A clear of the nvmem and pin-point calibration were done and the clamp was monitored in the following days. The reported issue re-occurred. The device will be sent to the manufacturer site for further analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during setup. The issue did not improve despite restarting. There was no patient involvement.